Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced a cat6 through another manufacturer's contralateral sheath and over a guidewire; however, the sheath ended up in the ipsilateral limb so there was no support over the aortic bifurcation. It was reported that the cat6 may have kinked and because they were operating under full vacuum, the cat6 collapsed. The physician attempted to remove the cat6 but the hub separated from the proximal end of the cat6 due to the cat6 collapsing. The entire system was then removed without any issues and the physician decided to use another manufacturer&#38112;catheter to administer lytic therapy overnight as the clot was believed to be chronic in morphology. The next day, the graft was opened and the patient had doppler pulses in both posterior and anterior arteries. There was no report of an adverse effect to the patient.